Event description:
It was reported that balloon rupture occurred. A 1.5 mm x 20 mm x 142 cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. No patient complications nor injuries were reported.